Event description:
The report received from the affiliate indicated that during an interventional endovascular procedure, the physician delivered the 142 cm. Palmaz genesis 5.0 x 18 stent mounted on an amiia balloon catheter to the target lesion but the balloon ruptured at 3 atm. The stent was successfully deployed in the target lesion. The physician removed the balloon catheter/delivery system successfully from the patient. The physician performed additional dilatations with a bsj sterling 5.5 x 20 balloon catheter to complete the procedure successfully. The patient is in stable condition. There was no reported patient injury. The approach for the procedure was from the right femoral artery. The target lesion was the left renal artery. The target lesion was reported to be: moderately calcified, mildly tortuous, and a 95% stenosis. The lesion was pre-dilated with a sjm jackal 3 x 20 balloon catheter.

Manufacturer narrative:
Complaint conclusion: during primary stenting to the left renal artery the balloon was reported to have ruptured at 3 atmospheres. The vessel was described as having moderate calcification and mild tortuousity with a 95 % stenosis. There was no reported patient injury. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) and no problems were noted. There was no reported difficulty removing the product from the packaging. There was no information provided regarding contrast or the contrast to saline ratio used. There was no reported difficulty or resistance/friction reported during advancement through the guiding catheter or accessing the lesion. The balloon deflated, and re-wrapped normally. The catheter did not kink during use. The product was removed intact from the patient. No additional information was available. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot r1008619 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Manufacturer narrative:
Concomitant products: 3x20 jackal (sjm), 5.5x20 sterling (bsj), 6 fr. Brite tip jr4 guiding catheter. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) and no problems were noted. There was no reported difficulty removing the product from the packaging. There was no information provided regarding contrast or the contrast to saline ratio used. There was no reported difficulty or resistance/friction reported during advancement through the guiding catheter or accessing the lesion. The balloon deflated, and re-wrapped normally. The catheter did not kink during use. The product was removed intact from the patient. No additional information was available. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.